Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 and d10 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred with the first proglide device in the lcfa. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The first proglide device in the rcfa was successfully placed. During deployment of the second proglide device in the rcfa, a cuff miss occurred. The suture of one new proglide device was successfully pre-placed in the rcfa. The sheath was upsized to 18f at each access site and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at each access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.